Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The patient reported that a loss in therapy. The patient stated that the device is not really helping to stimulate the pain running through my legs. The patient reported that she was to meet with the manufacturing representative (rep) but thought the rep would come to her home, and she did not know the meeting was at the managing health care professionals (hcp) office. The patient also reported that the implantable neurostimulator site was painful. It felt swollen, but might not be swollen. Her skin was sore, tender and warm. The patient reported, they are ready to have the device removed at this point. Additional information received from the patient reported that she did not know what led to the reported issues but she could not get any relief. She talked to her doctor and was told to call the manufacturer to have it readjusted to no availability. Additional information received from the healthcare provider (hcp) reported that the patient was scheduled for explantation by the implanting neurosurgeon. This event will be updated if additional information is received. Relevant medical history reported was spinal pain. This event will be updated if additional information is received.